Manufacturer narrative:
Additional information was received on dec 05, 2022 and section h11 should be reported as: the manufacturer previously received information alleging a ventilator failed to power on and was not functioning. There was no harm or injury reported. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. During the evaluation, several issues were identified, including a replaced detachable battery, a 'service required' ventilator alarm, low inspiratory pressure, and a low circuit leak. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The manufacturer's service center concludes that they confirm the customer's allegation. Device was scrapped. Sections d8, d9, h2, h3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging a ventilator failed to power on and was not functioning. There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.